Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 600 mg/dl and customer¿s blood glucose at time of call was 380 mg/dl. Customer was treated for their high blood glucose with manual injection. The customer stated that insulin pump was not functioning correctly. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.